Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips did not close properly when fired, some were twisted. Another er320 was used to complete the case. There was no patient consequence.